Manufacturer narrative:
(B)(4). As returned the 2.5 mm hex driver was returned with the hex feature damaged. Dimensional readings and material hardness is conforming to print specifications. Reference attached prints and photos. The surgical technique informs the user to complete final tightening by hand to prevent potential screw cross-threading or damage to the screw or driver. If excessive tightening load is required to seat screws, surgeons are advised to use a solid (not a cannulated) 2.5 mm hex driver. A definite root cause for the issue cannot be determined with the information provided. No applicable information from the patient history review since the issue was discovered during kit inspection. Visual inspection of the standard hexagonal cannulated screwdriver confirms that a small portion of the hexagonal feature of the device fractured off. It has also been noted that there are some rust spots on the surface of the device. Review of the device history record did not find any deviation or anomalies. Dimensions were found conforming to print specifications where measured. Hardness testing confirms the hardness to be within specification. The lot was manufactured on feb 13, 2015 and therefore had been in the field for more than 4 months. It is unknown how many times the devices had been used during that time. This device is used for treatment.

Event description:
Device originally reported as bent. However, upon physical and technical inspection during the complaint investigation, it was noted that device was fractured on (B)(6) 2015.